Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors were leaking form unspecified locations. The leaks were discovered after filling the devices prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: this report is a duplicate of manufacturer report number 1416980-2020-06161. All information can be found under that manufacturer report number 1416980-2020-06161. Should additional relevant information become available, a supplemental report will be submitted.